Event description:
The customer biomedical engineer (biomed) reported needing assistance pulling full disclosure on a patient from their philips information center ix (pic ix). The device was in use on a patient. Patient condition is currently unknown.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the biomed and assisted in troubleshooting. The biomed was looking to collect historical data for bed icu05, for the time period of (b)(2021 between 04:30am and 08:30am. The rse transferred the biomed to a philips remote applications specialist (ras), who was able to walk the biomed through the process of printing the waveforms. The unit was not setup for wave strip export. The biomed was unsure if the request was related to a patient safety event/incident. The biomed stated they would confirm if the issue was with the philips monitoring application. Additional information received from the biomed indicated there wasn¿t any issue with their philips equipment. They were trying to figure out how to pull a full waveform disclosure and export from the monitor, instead of printing. The found that they had purchased the option and will work with their field service engineer (fse) to setup that function. H3 other text : no device malfunction was alleged. This was a customer request for information.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer (biomed) reported needing assistance pulling full disclosure on a patient from their philips information center ix (pic ix). The device was in use on a patient. Patient condition is currently unknown.